Manufacturer narrative:
The field service engineer could not find a cause. He inspected the entire system, the liquid level detection (lld) voltage, and completed preventive maintenance. The customer ran qc on all assays with all results within specifications. Based on the data provided, a clear root cause could not be identified. A general instrument or reagent problem could not be identified.

Event description:
There was an allegation of questionable troponin t g5 stat elecsys results from the cobas 6000 e 601 module. The initial result was 23.21 ng/l and was reported outside of the laboratory. A new sample was drawn from the patient three hours later and the result was <6 ng/l with a data flag. The new sample was retested on another system and the result was <6 ng/l with a data flag. The original sample was then retested on the same analyzer and the other analyzer and the results were <6 ng/l with a data flag on both. The regent lot number was 68811800 with an expiration date of 31-may-2024.